Manufacturer narrative:
The nurse reported that reported that the display for the central nurse's station (cns) failed while in patient use. They stated that the original cns that monitors "bed 18" had the lcd screen go out. The cns tower continues to monitor and is still powered on, but there is no display screen to output the video signal. Nihon kohden technical support (tech support) assisted the customer in confirming that the lcd screen or power brick for the lcd was out. This was confirmed by tech support by having them plug the cns monitor into a wall outlet, and there was no response from the monitor screen. The customer had a spare cns across the hall that is still monitoring the same patients, and they need to add bed-18 to this spare cns. Tech support walked her through adding bed-18 to this spare cns as remotely filed and advised that she reach out to their biomedical engineer (bme) department to replace the lcd on the original cns which has the screen issue. They did not provide the serial number for the cns which had the bad screen. They confirmed that patients are still being monitored by the spare cns and that the patients that were monitored are bedside monitors. Biomed will be contacted to inspect the original lcd screen that has gone out. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The nurse reported that reported that the display for the central nurse's station (cns) failed while in patient use. They stated that the original cns that monitors "bed 18" had the lcd screen go out. The cns tower continues to monitor and is still powered on, but there is no display screen to output the video signal. Nihon kohden technical support (tech support) assisted the customer in confirming that the lcd screen or power brick for the lcd was out. This was confirmed by tech support by having them plug the cns monitor into a wall outlet, and there was no response from the monitor screen. The customer had a spare cns across the hall that is still monitoring the same patients, and they need to add bed-18 to this spare cns. Tech support walked her through adding bed-18 to this spare cns as remotely filed and advised that she reach out to their biomedical engineer (bme) department to replace the lcd on the original cns, which has the screen issue. They did not provide the serial number for the cns, which had the bad screen. They confirmed that patients are still being monitored by the spare cns, and that the patients that were monitored are bedside monitors. Biomed will be contacted to inspect the original lcd screen that has gone out. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the lcd screen on the central nurse's station (cns) that monitors bed 18 went down during use. The cns was still powered on but there was no video signal to the display screen. They temporarily monitored bed18 on a spare cns to continue patient monitoring activities. No patient harm or injury was reported. Investigation summary: the model and serial number of the complaint cns was not provided by the customer. A review of the history of the cns serial number identified no similar reported events. Based on the available information, a definitive root cause could not be identified. Possible causes of the issue are display failure and cns connection failure. The display screen may have failed due to wear and tear, electronic failure, and physical damage. The cns connection may fail due to a loose display cable, damaged cable, a failure of intermediate components such as a kvm, switches, or splitters.

Event description:
The nurse reported that reported that the display for the central nurse's station (cns) failed while in patient use. They stated that the original cns that monitors "bed 18" had the lcd screen go out. The cns tower continues to monitor and is still powered on, but there is no display screen to output the video signal.